Manufacturer narrative:
No information has been provided to date. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found that the printed circuit board (pcb), power switch, enclosure, and tank cover are outdated. The pcb and power switch are broken. During functional testing, the reported failure was confirmed. The root cause was determined to be the broken connection between the power switch and pcb; due to wear and tear. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found that the printed circuit board (pcb), power switch, enclosure, and tank cover are outdated. The pcb and power switch are broken. During functional testing, the reported failure was confirmed. The root cause was determined to be the broken connection between the power switch and pcb; due to wear and tear. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Event description:
Information was received that device has no power. No adverse effects reported.